Event description:
The customer used the device to check their blood glucose and obtained a reading of 281 mg/dl. Patient dosed 4 units of insulin per a sliding scale. They retested 1 1/2 hours later and the reading was 181 mg/dl. They were not feeling well and emergency medical technicians were called. Patient was given an IV and taken to the hospital. Their glucose was 80 mg/dl upon arrival. They were given food and observed for a few minutes. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.